Manufacturer narrative:
(B)(4). Actual occurrence date/therapy date is on an unreported date in (B)(6) 2013.the device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a black particle in the transfer set. The hp has since had their transfer set changed. There was no patient injury or adverse event associated with this malfunction. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.